Event description:
It was reported that the device was triggered elective replacement indicator (eri) and presumably due to impedance. The device was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), we did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance and high battery impedance, leading to elective replacement indicator (eri). Battery voltage - battery depletion indicated/eri and eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.